Event description:
Resident was status post open reduction, internal fixation of the left hip. She was admitted to the rehabilitation unit of user facility on (B)(6) 2013. She had a history of mild dementia. Upper side rails on resident's bed were utilized to assist in bed mobility. On (B)(6) 2013, at approximately 1:00 a.m., a cna rounded on the resident and asked if she needed to go to the bathroom. Resident declined. At 1:15 a.m., an rn rounded on the resident and found her sitting on the floor, with her head and neck entrapped in the side rail of the bed. Resident was pulseless and without respirations. A code was called, but resuscitation efforts were unsuccessful and resident died. It appears the resident was attempting to get out of bed unassisted when she fell out of bed with her head becoming entrapped in the side rail.